Event description:
Facility reported an internal blood leak (23 uses). Estimated blood loss 200cc. No medical intervention. The sample is not available for examination. 7/27/2000-questionnaire sent to dept of nursing to gather info. Medwatch filed on the blood loss.